Event description:
It was reported that a malfunction alarm occurred after the pump was briefly submerged in water. Customer's blood glucose level was 100mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.